Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, auto off, unexpected restart, signal too low, low battery, battery out limit and failed battery test alarms during testing. No motor error alarm or unexpected no delivery alarm during testing. Unit passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received an unexpected restart alarm, motor error alarm and an external ram crc error alarm. The customer¿s blood glucose was 120 mg/dl. They are not sure if the alarms occurred during the rewind/prime sequence. The customer was assisted in performing a self-test and the pump passed. In reviewing the insulin pump¿s alarm history, the history showed auto off alarm, battery out limit alarm, motor error alarm, recurring external ram crc error alarms unexpected restart alarms. The insulin pump will be returned for analysis.